Event description:
It was reported that the device was difficult to remove and penetrated the non-boston scientific balloon catheter. The stenosed target lesion was located in the severely tortuous left esophageal vein. A 6mmx10cm interlock-35 coil was selected for use. During the procedure, after the coil was placed, the physician encountered resistance when retrieving the delivery wire. The delivery wire penetrated the balloon portion of the non-boston scientific balloon catheter, but did not penetrate the lesion. The interlock-35 delivery wire was removed together with the non-boston scientific balloon catheter. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. Only the pusher wire returned for the analysis, and no damages or issues were observed. The functional test could not be performed due only the pusher wire was returned. Dimensional inspection on delivery wire revealed that the weld od outer diameter (max), wire arm od (max), and wire od (max) were within specification.

Event description:
It was reported that the device was difficult to remove and penetrated the non-boston scientific balloon catheter. The stenosed target lesion was located in the severely tortuous left esophageal vein. A 6mmx10cm interlock-35 coil was selected for use. During the procedure, after the coil was placed, the physician encountered resistance when retrieving the delivery wire. The delivery wire penetrated the balloon portion of the non-boston scientific balloon catheter, but did not penetrate the lesion. The interlock-35 delivery wire was removed together with the non-boston scientific balloon catheter. The procedure was completed with a different device. No patient complications were reported.